Event description:
Healthcare professional reports lower than expected results for act+ when tested on hemochron signature instrument. Customer reported getting act+ assay results in the cardiac cath lab for a pt around 120-130 seconds on the hemochron signature instrument regardless of the amount of heparin administered. Act results were 123, 125, 122, and 121 seconds on the hemochron signature vs 310 seconds on a signature elite. The target was greater than 200 seconds. There was no delay in the procedure. No adverse events reported. No testing of pt for heparin resistance. Electrical quality control was run prior to the procedure and passed. Customer reported that she has been running controls regularly on the instrument and all results were in range.

Manufacturer narrative:
(B)(4). Due to the age of the instrument and potential inability to service due to parts unavailability (model has not been manufactured for several yrs), customer reported plans to order a new model and does not intend to return the device. Method, result: no product returned. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.